Manufacturer narrative:
A service record (sr) was opened to address the reported event. The company representative was able to resolve the reported event remotely with the customer. The company representative had the customer adjust their settings; the system then functioned properly. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console exhibited no irrigation in the vitrectomy mode. There was no system message displayed. Procedure details and patient impact have not been provided. Additional information has been requested but none received.